Manufacturer narrative:
The evaluation of the provided logs shows that paw high, o2 cell/sensor failure, vt insp. Overrange, inspiratory flow overrange, expiratory minute volume: low, peep low, o2 concentration: low, o2 concentration: high were active during ventilation and that the expiration valve test, pressure transducer test failed during the pre-use check. Our field service engineer investigated the ventilator on site and resolved the reported issue by replacing the o2 sensor with an o2 cell. The o2 cell/sensor is used for monitoring only and does not affect ventilation. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator indicated different values of oxygen measured from the set one. There was no patient harm. Manufacturer's ref #: (B)(4).